Event description:
On (B)(6) 2026, a patient prepped for a port placement procedure in the right chest wall via internal jugular vein using the powerport m.r.I isp. Prior to the procedure, during the preparation, it was reported that the catheter was occluded, preventing it from flushing. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows unsealed product tray containing introducer needle, syringe, port, guidewire hoop, sheath, vein pick and partial view of physician holding a safety infusion set package was noted. No visual anomalies were noted on the photo. Therefore, the investigation is inconclusive for the reported obstruction of flow and difficult to flush issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure in the right chest wall via internal jugular vein using the powerport m.r.I. Isp. During the preparation, it was reported that the catheter was occluded, preventing it from flushing. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.